Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 10 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the lvad system was producing multiple pump stoppages, and that the external driveline had damage in two placed. The first was about 6 inches distal to the exit site and the second area was about 12 inches distal to the exit site. The patient was asymptomatic. A percutaneous lead (driveline) replacement was completed on (B)(6) 2018 per the customer's request. The following day, multiple pump stoppage events occurred after the driveline replacement. The customer requested an ungrounded cable for patient use. No additional information was provided.

Event description:
Additional information: additional information was received confirming that the patient received a pump exchange on (B)(6) 2018. The pump motor only was exchanged and performed off pump via sub-coastal incision. The internal percutaneous lead (driveline) was left in place. The cvs felt too risky to attempt to dissect out. The pump will not be returned since the internal driveline was left in place.

Manufacturer narrative:
The reported pump stoppages were confirmed through the evaluation of the system controller log files. Based on past experience with the left ventricular assist system (lvas) and similar reported events, the pump stoppages that occurred while the patient was supported by battery power could be indicative of driveline (dl) damage; however, no damage was identified through the examination of the returned portion of the patient's driveline. Approximately 12 inches of driveline was returned for evaluation on (B)(6) 2018. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Of note, the metal shield demonstrated evidence of breakdown approximately 2.5 inches and 9 inches from the metal connector. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.